Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the patient that she has been experiencing pain since implant-sharp pain in the corners--pulling, jerking, stabbing.